Manufacturer narrative:
The catalog number was documented as s-5ac in the initial report. It was been updated to s-5ac-g1. The brand name has been updated accordingly. The lot number and device manufacture date was documented as unknown in the initial report. The lot number has been updated as k183115770 and the dom has been updated as 10-aug-2016. The unique identifier (UDI) was documented as (B)(4) in the initial report. This has been updated to (B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the attachment device and determined that the device had a cutter stuck inside of it. Therefore, the reported condition was confirmed. It was also determined that the cutter device passed all manufacturing specifications and was not the cause of the failure. It was determined that the attachment device had various worn mechanical components. The assignable root cause was determined to be due to wear from normal use and serving. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device manufacture date is unknown. The serial/lot number was unknown; therefore, date of manufacture was unknown. (B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 2 of 2 for the same event. It was reported that during an unspecified surgical procedure, it was observed that a cutter device was stuck inside the attachment device. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.